Event description:
A consumer reported that the patient felt that patient's one touch basic meter was reading inaccurately compared to how the patient was feeling. On the day of the event, patient obtained a blood glucose reading of 45mg/dl on the ot meter at 07:00 am. Pt then ate breakfast and took a set amount of insulin at 09:00 am. Around 9:30, patient experienced weakness, lethargy and low temperature. At 09:03, patient had a blood glucose of 85mg/dl on the ot meter. Pt was taken to the emergency room at 10:30 am where the patient's blood glucose was 22mg/dl on hospital meter and 21mg/dl through laboratory testing. Pt was diagnosed with hypoglycemia, treated with IV fluid and given some food to eat. Pt was not admitted to hospital. Pt reported that the ot meter has been working fine since then. No allegations of harm have been made.